Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low reticulocyte (retic) results generated by coulter lh750 hematology analyzer on a patient specimen. It is unknown if the instrument generated any flags. It is unknown if the erroneous results were reported out of the laboratory. Subsequent testing on different instruments produced higher retic results. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.

Manufacturer narrative:
Raw data files were requested but not provided. Service information was requested but not provided. Instrument serial number and account name were not provided. The root cause for this event cannot be determined.